Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential device malfunction addressed in the product labeling.

Event description:
Health professional reported one syringe of juvéderm volbella® xc had a needle disengagement and the product "exploded" during patient injection. No injury to the patient or staff.